Manufacturer narrative:
The distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal portion of the lead was returned with part of the guidewire still inserted in it. A knot and tissue were observed on guidewire tip. No conductor distortion was observed on the lead. The guidewire could not be pulled the from the lead's proximal site but was easily removed from the lead's distal end. The guidewire can be identified as a competitor guidewire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be withdrawn from the attempted left ventricular (lv) lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.